Event description:
A medtronic representative reported that, during a spinal fusion procedure, a 3.75 tap instrument was bent. The surgeon reported that the patient had osteoporotic bone that was very hard. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued and replacement device shipped to site 3/18/2014. Medtronic investigation of returned suspect device finds that as reported, the tip of the instrument is bent. Otherwise, the instrument is in good condition. The reported event was confirmed. The most likely root cause was excessive force applied to the tip of the instrument as the surgeon reportedly encountered osteoporotic hard bone.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.